Manufacturer narrative:
The reported complaint symptom (dv > 180% to 200% of fv) was not confirmed. The reported complaint symptom (draining slowly) was not confirmed. The reported complaint symptom (sb supply bag lines are blocked) was not confirmed. A visual inspection of the returned cycler exterior showed no signs of physical damage. There were no indications of dried fluid inside the cassette compartment. No burrs or sharp edges in cassette area that may have punctured a cassette membrane. An (as-received) simulated treatment was performed and completed without failures. The cycler weighed fill volume values were within tolerance for a liberty cycler. The drain times were within the time specifications for a liberty cycler. There were no fluid leaks in the test cassette during the treatment test. The system air leak test passed. The valve actuation test passed. The load cell verification was within tolerance. There were indications of dried fluid within the recess of the bottom cover adjacent to the pump. The cause of the encountered dried fluid could not be determined. Mushroom head check passed. Tested positive for glucose. An investigation of the product history records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, the product history review confirmed the labeling, material, and process controls were within specification.

Event description:
Peritoneal dialysis patient caregiver provided treatment details to technical support during troubleshooting an alarm on the liberty select. Treatment data was assessed for 150% and 180% iipv and did reveal an episode of increased intraperitoneal volume (iipv). The largest drain volume from this treatment occurred on during drain 1 where 3690ml drained. This drain is 185% of the prescribed fill volume. In order to be a reportable malfunction, at least 180% of the prescribed fill volume would have to have been drained. A 180% of fill volume 2000ml is 3600ml. Therefore, a reportable malfunction has occurred. The patient was advised to cancel treatment on the cycler and to contact the clinic nurse. It was indicated that the patient would complete treatment with continuous ambulatory peritoneal dialysis. Follow up with the patient¿s peritoneal dialysis nurse indicates that the patient did not experience any complications and that the patient resumed treatment on the replacement cycler. There was no treatments missed. The liberty select was replaced.